Event description:
It was reported that during a colostomy take down procedure, the staples did not form properly on the 2nd firing. They over sewed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.